Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that node 10 and 16 defective from the charger and due to this no power went to the power conversion to boot the ias computer and generator boards. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Through functional testing, performance testing, and visual/physical examination the reported issue was confirmed. Visual inspection confirmed excessive dust in the assembly. The dust was removed and the assembly was cleaned. When the enclosure charger was tested after cleaning, the system booted, motion, x-ray and communication readied. However, it was found that 2 nodes were not charging, causing low battery levels. Faulty charger enclosure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information not available at the time of filing. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not start and the battery level indicator was on red. There was no patient present.